Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered repeating 32056 errors. The customer hard power cycled the system but the issue remained. The universal surgical manipulator 2 was disabled to resolve the error. The procedure outcome is unknown with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The usm was returned for failure analysis, and the reported 32056 error was confirmed and replicated. In logs, the 32056 error was followed by a 1123 error was found on axes controller (aca) indicating fault on the yaw, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where current was found to be failing testing, the yaw searchlight was tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that yaw searchlight was found to be the root cause of the reported event.